Manufacturer narrative:
Additionally, the IFU states; do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring . During deployment of the ipsilateral leg, the right internal iliac artery was unintentionally covered. No additional treatment was performed. Final angiography determined a type ii endoleak which will be monitored by the physician. The physician commented that the patient's right common iliac artery was short.